Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with history of deep vein thrombosis and significant cardiomyopathy with need for coronary artery bypass grafting and aortic valve replacement had an inferior vena cava filter deployed in appropriate position without any evidence of malposition or migration. The patient tolerated the procedure well without complication. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the ivc filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately one year and three months later, computed tomography of lumbar spine was performed, and results showed that the inferior vena cava filter was at mid l2 to l3-l4 interspace position. There were no migration and significant tilt. There was grade one perforation. After one year and two months, using ultrasound guidance, the right internal jugular vein was percutaneously accessed using a single wall puncture technique and a 5 french micro puncture catheter system. After intravenous access was obtained, a 5 sheath was advanced into the right internal jugular vein and a 5-french diagnostic catheter was advanced into the infrarenal inferior vena cava and inferior vena cavogram was performed. Inferior vena cavogram confirmed the presence of a potentially retrievable filter within the infrarenal inferior vena cava with no intraluminal filling defects identified within the lumen of the filter or within the infrarenal segment of the inferior vena cava. The diagnostic catheter and sheath were then removed over an 0.35 guide wire and the right internal jugular venotomy site was progressively dilated to 12 french. A 12 french cook filter retrieval sheath was then advanced over the guide wire and positioned within the infrarenal inferior vena cava just above the hook of the inferior vena cava filter. The cook retrieval snare was then advanced through the 12 french sheath and was used to engage the hook of the inferior vena cava filter using fluoroscopy. After confirming successful snaring of the filter hook, the sheath was then advanced over the inferior vena cava filter using continuous fluoroscopic guidance confirming successful capture of the inferior vena cava filter. The explanted filter was then withdrawn through the recovery sheath and was submitted to surgical pathology. After successful retrieval of the inferior vena cava filter completion vena cavogram was performed and results demonstrated the continued patency of the inferior vena cava with smooth symmetric narrowing at the filter retrieval site most consistent with vasospasm with no evidence of extravasation of contrast material or complication. At the conclusion of the procedure, the angiographic sheath was removed over the guide wire using fluoroscopic guidance and manual hemostasis was obtained at the right internal jugular vein access site without complication. Therefore, the investigation is confirmed for alleged perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,d4 (expiry date: 12/2017), g4, h4 (manufacturing date: 12/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the ivc filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the ivc filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of deep vein thrombosis and significant cardiomyopathy with need for coronary artery bypass grafting and aortic valve replacement had an inferior vena cava filter deployed in appropriate position without any evidence of malposition or migration. The patient tolerated the procedure well without complication. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2017), (manufacturing date: 12/2014).